Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor exhibited pause episodes due to under-sensing. No programming changes were performed. No patient consequences.